Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, 'ec 345' was reproduced. A review of the event history log revealed multiple ec345 .a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibration upstream thermistor and downstream thermistor. The ultrasonic sensor and the downstream sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.